Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted and discussed stored data, with further in person recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the device output was reprogrammed to ensure capture. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted and discussed stored data, with further in person recommended. This device remains in service. No adverse patient effects were reported.